Event description:
Philips received a complaint reporting a proximal pressure sensor autozero failed message occurred on the v60 ventilator. The device was not in clinical use. The issue was identified during testing prior to customer delivery. There was no report of patient or user impact. There was no harm.

Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and was not able to duplicate the issue, however, confirmed the error in the device event log. The pse replaced the flow sensor assembly where the solenoid valve was originally installed. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.